Event description:
Records indicate that you have ordered or received product subject to this recall as indicated in attachment 1. Please distribute this information to all staff within your facility who use the b. Braun 21 gauge winged infusion set and/or cpx¿ 4 and artoura rm tissue expanders purpose of this letter. B. Braun medical inc. (Bbmi) is the manufacturer of the 21 gauge winged infusion set, an accessory included with mentor¿ cpx¿ 4 and artoura¿ tissue expanders. Bbmi informed mentor of the recall (removal) of specific lots of the 21-gauge winged infusion set that our records indicate you received in either or both: a standalone winged infusion set (reference attachment 2). A winged infusion set included with cpx 4 and/or artoura tissue expanders (reference attachment 2. Note: all other components of the tissue expanders remain safe for use, are not subject to this removal and do not need to be returned. Reason for the voluntary removal. Bbmi has initiated a recall (removal) of specific lots of the 21 gauge winged infusion set duo to the potential for the needle tip to be dull/blunt, difficult to advance, and/or break. The 21 gauge winged infusion set is the only impacted component in the cpx 4 and artoura tissue expander. All other components of the tissue expanders remain safe for use, are not subject to this removal and do not need to be returned. Refer to the action required section of this communication for further instructions.